Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the image was defective due to corrosion and fluid inside of the plug unit caused by mishandling. Upon further inspection, it was observed that the connecting tube and plastic distal end cover were scratched. It was also observed that the adhesive of the bending section cover was cracked. Lastly, it was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope displayed scope communication error (e317) message. The reported issue occurred during preparation of use for an unknown procedure. There were no reports of patient harm associated with this event

Manufacturer narrative:
This report is being supplemented to provide a correction to g3 of the first supplemental medwatch report. Additional information was received from the customer on 26-january-2023 and the aware date should be 26-january-2023.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the additional information provided by the customer (refer to b5) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the failure was caused by corrosion and fluid inside of the plug unit. Water detection sticker was discolored. Inside of the scope connector was corroded. There was trace of water invasion of the scope connector. It is likely that water invaded the scope connector while the user was handling the device which led to abnormality of electrical parts. As a result, error message was displayed. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU). User can detect the suggested event properly by handling the device in accordance with the following IFU. ·inspection of the endoscopic image. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU.. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor the field performance of this device.

Event description:
The intended procedure was diagnostic, there were delays as a result of the product issue, the procedure was completed with a similar device and the customer confirmed that were no injuries as a result of this event.